Event description:
"My alingers don't cover all of my teeth so the top one constantly rubs my cheek and it caused a sore. I have pretty sever receded gums on my lower jaw and the alinger rubs my gums everytime I talk or move my mouth. Its caused the gums in the front of my lower jaw to bleed." Update 5/15/24: "so my cheek is ok I've filed thoes down. But I feell like I would have to file a lot if the front of my lower one so that it won't rub. What I would like to know is would it be possible to just wear them at night? Or are the nighttime ones different? I originally asked for the nighttime ones. I think I just miss read my treatment plan. I want expecting to have all day ones. "

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.